Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was an e216 scope communication error code and no image. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had an e216 scope communication error code and no image. There was no patient involvement. This inquiry was reopened and escalated as a complaint according to the available information on the update request (B)(4).

Manufacturer narrative:
9610595-2025-30198 b5 statement was incorrectly submitted. The correct b5 statement is as shown above.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had an e216 scope communication error code and no image. There was no patient involvement.